Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device in the access site of right femoral artery. During the procedure allegedly the catheter became stuck, with poor blood flow, and repeated flush failed to improve the situation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided videos / image contain information regarding catheter flushing problem. After review of the provided videos / image broken helix was observed. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.